Event description:
Customer recorded the blade has an excessive amount of shedding in the joint. A second blade was used and all shavings could not be removed. Some still remain in the patient. Customer confirmed that the blade shed a few minutes after the start of use but could not be exact on the timing. There are no pictures or video to show the shedding. The site was flushed but the surgeon was not 100% certain that it got everything.

Manufacturer narrative:
Actual device used was not returned; however same lot samples (unused) were returned and forwarded to engineering for furrther testing. Therefore no conclusion could be made due to the actual device used was not returned for evaluation. (B)(4).